Manufacturer narrative:
Recovery procedure was successfully performed on (B)(6) 2017 and resolved the inductive telemetry issue.

Event description:
The device was implanted in (B)(6) 2015. The penultimate follow-up was performed on (B)(6) 2016. During a follow-up performed on (B)(6) 2016, the device could not be interrogated with three different programmers (leds on the programming head were off). The patient was followed up with remote monitoring system. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was implanted in (B)(6) 2015. The penultimate follow-up was performed on 12 (B)(6) 2016. During a follow-up performed on (B)(6) 2016, the device could not be interrogated with three different programmers (leds on the programming head were off). The patient was followed up with remote monitoring system. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.

Event description:
The device was implanted in (B)(6) 2015. The penultimate follow-up was performed on (B)(6) 2016. During a follow-up performed on (B)(6) 2016, the device could not be interrogated with three different programmers (leds on the programming head were off). The patient was followed up with remote monitoring system. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.